Manufacturer narrative:
The insulin pump was received with normal operating currents. There were no unexpected off no power alarm noted. The low battery alarm functioned properly. The insulin pump was also received with a cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads.

Event description:
It was reported the customer was having issues with the insulin pump not turning on after the battery is replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.